Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The reported event could be operator error. A review of the device labeling has been conducted for investigation purposes and was found adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h. The complete initial reporter's facility name is (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the foley tray it was discovered that the syringe was not included.

Event description:
It was reported that upon opening the foley tray it was discovered that the syringe was not included.

Manufacturer narrative:
The reported event is confirmed -manufacturing related. Based on the photos attached, observed no syringe in the package. All other components were visible in the photo except jelly and underpad. All components in the photo looks like it had not been used. A potential root cause for this failure mode could be due to operator handling method, operator's negligence, inadequate guideline and malfunction tower light. A review of the device labeling has been conducted for investigation purposed. The jifu is attached in the investigation overview element. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. Therefore, further investigation was documented under CAPA. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the foley tray it was discovered that the syringe was not included.